Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was present in clinic for a follow-up. It was discovered that the right atrial lead exhibited noise. Reprogramming was performed. The patient was stable throughout and post event.